Manufacturer narrative:
This report is submitted on april 10, 2019.

Event description:
Per the clinic, the patient experienced swelling at implant site and subsequently was treated with IV antibiotics (date not reported).